Manufacturer narrative:
(B)(4). No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly broke in two segments while the surgeon tried to remove it.

Event description:
It was reported that the device allegedly broke in two segments while the surgeon tried to remove it. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified. Accordingly, this event has been determined to be MDR reportable. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary:based on the investigation of the returned catheter sample a complete break of the system in the mid section could be confirmed. Unwinding of metal braiding and deformation at the breakage site indicated that a high force must have been present during breakage. Asymmetric deformation of the sheath at the breakage site indicated that the system was kinked before breakage and that kinking may have caused the breakage. An indication for a manufacturing related issue could not be identified. Labeling review:in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently addressed potential risks. The IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', and 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' Under 'materials required' the IFU states 5f (1.67 mm) or larger introducer sheath and a 0.035 inch (0.89 mm) diameter guidewire. In regards to pta the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.